Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's active exhalation control module was replaced to address the issue. The component had evidence of physical damage.

Manufacturer narrative:
The device was returned unrepaired as per the customer.